Event description:
The manufacturer received information alleging a ventilator would not pass calibration and tubing verification test. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's sensor cable and 3-way solenoid valve were replaced to address the issue.

Manufacturer narrative:
H3 other text : third party field service engineer.